Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was unable to properly communicate with an electrode belt. The cause for the failure was isolated to a defective u612 inverting charge pump on the computer/analog pca. The root cause for the defective u612 component could not be positively identified. Root cause investigation of similar failures has determined that damage to the electrode belt cables can cause damage to the u612 inverting charge pump. No adverse event resulted from the defective monitor.

Event description:
During servicing of a monitor which was returned for an unrelated issue, a reportable malfunction was found. Monitor sn (B)(4) was unable to communicate with an electrode belt.